Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a charge-pak and attention icon in the readiness display. The customer installed a new charge-pak¿ battery charger into their device on (B)(6) 2015 however, the icons would not disappear. During device evaluation, physio-control observed that the internal hybrid layer capacitor (hlc) batteries were at a very low state of charge. Therapy might therefore not be delivered when required. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device had accumulated 10.5 hours of on time from an item repeatedly pressing the on switch. This caused the internal hybrid layer capacitor (hlc) batteries to deplete. Hlc battery, designator bt2 on the analog pcb assembly had become damaged and would not charge to full any longer. A replacement device was provided to the customer under warranty.